Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found that the tip of the reamer has fractured. The sem analysis report for the reamer state that the reamer tip fractured approximately perpendicular to the long axis. Fracture artifacts suggest a possible bending overload fracture. Reamer appears to have had heavy use prior to possible bending overload failure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on the information available, root cause can be determined as normal wear and tear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the box reamer broke off during the knee replacement procedure. No adverse events have been reported as a result of the malfunction.